Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a delay when interacting with the pump touchscreen. Customer reported a blood glucose level of 174 (mg/dl) and used insulin pens to address bg level. It was indicated that an alternate pump would be used for diabetes management.